Event description:
It was reported that the insulin pump was not working properly and that the customer had been experiencing high blood glucose readings. The blood glucose was unavailable at the time of the call. The customer's father confirmed that the customer was not receiving an alarm at that time and stated that he would need to call back another time for assistance with troubleshooting because he was at work, away from his daughter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.